Event description:
A malfunction was reported, identified by malf 9 code. Blood glucose level of the customer did not exceed 500 mg/dl, with no adverse impact observed. Technical support assisted the customer in resetting the pump to resolve the issue. The malfunction did not recur, and the customer was advised to continue using the pump and to contact support again if the issue reappeared.